Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The failure was isolated to the electrode belt rear therapy electrodes being disconnected from the dn (distribution node) to rear te cable. Additionally, the front therapy electrode was pulled out of the cable connecting the front therapy electrode to ECG a. The root cause for the damaged cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report a patient's belt was damaged.